Manufacturer narrative:
Release latch.

Event description:
It was reported by service report that the cot won't lock. It is unk if there was pt involvement, however, no adverse consequences are reported.